Event description:
Bradycardia leading to cardiac arrest immediately after receiving methyl methacrylate bone cement for right femur arthroplasty for treatment of fracture. Performed under spinal anesthetic.